Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. In 2005, upon opening of package of the taxus express2 2.5 x 20mm drug eluting stent, the struts were noted as damaged at the proximal end of the stent. Therefore, it was deemed unusable for the procedure and another of the same device was used to successfully complete the procedure. There were no patient complications.